Event description:
During an inservice training at a customer facility, the device inappropriately shut down while attempting to discharge energy. There was no pt involvement in the reported malfunction.